Manufacturer narrative:
Results: the first lantern delivery microcatheter (lantern) evaluated was ovalized approximately 133.5 and 134.0 cm from the hub. Conclusions: evaluation of the first returned lantern revealed that the distal shaft was ovalized. This type of damage typically occurs due to improper handling during use. If the device is forcefully gripped or pinched during insertion, damage such as ovalization may occur. The ovalization in the lantern likely contributed to the issue experienced during use of the first lantern. A stainless steel mandrel was attempted to be advanced through the returned lantern. The stainless steel mandrel could not be advanced beyond the ovalization in the catheter shaft. Evaluation of the second returned lantern revealed ovalization and a kink in the catheter shaft. This type of damage likely occurred due to improper handling during use. If the device is forcefully gripped or pinched during insertion, damage such as ovalization may occur. Further evaluation of the returned lantern revealed a kink. This type of damage likely occurred due to forceful advancement against resistance during insertion. A stainless steel mandrel was attempted to be advanced through the returned lantern. The stainless steel mandrel could not be advanced beyond the kink in the catheter shaft. Evaluation of the returned ruby coil revealed that the introducer sheath was ovalized. This type of damage typically occurs due to improper handling during use. However, the root cause of this damage could not be determined. This damage likely prevented the ruby coil from being advanced through a microcatheter during the procedure. Further evaluation revealed that the pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred while packaging the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-02081, 3005168196-2017-02082, 3005168196-2017-02113, 3005168196-2017-02114, 3005168196-2017-02115, 3005168196-2017-02116.

Event description:
The patient was undergoing a coil embolization procedure to treat a type ii endoleak using ruby coils and lantern delivery microcatheters (lanterns). During the procedure, the physician used a lantern to place three ruby coils. The physician then felt resistance advancing a fourth ruby coil, and therefore removed the lantern (lot # f78469) and ruby coil. The physician used a new lantern (lot # f75223) to place the same fourth ruby coil and a fifth ruby coil. The physician then felt resistance placing the sixth ruby coil (lot # f74307), though the ruby coil was successfully placed. The physician therefore removed the lantern, and placed a non-penumbra microcatheter to deliver a non-penumbra non-adhesive liquid embolic agent. After placing the non-adhesive liquid embolic agent, the physician removed the microcatheter and reinserted the second lantern to continue the coil embolization; however, the physician felt resistance delivering the seventh ruby coil (lot # f75020), though the ruby coil was successfully placed. The physician therefore removed the lantern and attempted to place a third lantern (lot # f75566), however upon attempting to advance the lantern through the non-penumbra sheath, the lantern became kinked and was therefore removed. The physician then used a fourth lantern (lot # f75566) to deliver three new ruby coils. The physician was not able to advance another ruby coil (lot # f76938) out of the lantern and into the target location, and therefore the ruby coil was removed. At this point, the physician lost access to the aneurysm, and therefore ended the procedure at this point. There was no report of an adverse effect to the patient.